Event description:
It was reported that during an unknown procedure, the blade of the device broke. The case was completed by using another device. There was no patient consequence.

Manufacturer narrative:
Date sent: 04/30/2008. Information is unavailable; device was not returned for evaluation.